Event description:
IT WAS REPORTED THAT EMBOLIZATION OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS BEING PERFORMED. A WATCHMAN ACCESS SYSTEM (WAS) AND A 24MM WATCHMAN FLX PRO LAA CLOSURE DEVICE AND DELIVERY SYSTEM (WDS) WERE SELECTED FOR USE. THE WDS WAS PLACED IN THE LAA, AND POSITION, ANCHOR, SIZE AND SEAL (PASS) WERE BEING ASSESSED. TRANSESOPHAGEAL ECHOCARDIOGRAPHY (TEE) IMAGING WAS USED FOR GUIDANCE, BUT IT WAS NOTED THERE WAS NOT A GOOD 135-DEGREE VIEW. THE PHYSICIAN RELEASED THE CLOSURE DEVICE ANYWAY. THE DEVICE IMMEDIATELY EMBOLIZED OUT OF THE APPENDAGE. FLUOROSCOPY OF THE CHEST WAS COMPLETED TO FIND THE DEVICE LOCATION. A NON-BSC SHEATH WAS INSERTED INTO THE RIGHT FEMORAL ARTERY, AND THE DEVICE WAS RETRIEVED FROM THE ABDOMINAL AORTA. THE PHYSICIAN WANTED TO GO TO THE LEFT SIDE AND PLACE ANOTHER WDS, BUT THE PATIENT BLOOD PRESSURE DROPPED, AND THE TEE SHOWED IMPINGEMENT ON THE LA. THE PROCEDURE WAS DISCONTINUED. THE PATIENT DID EXPERIENCE SOME DISCOMFORT, BUT NO OTHER COMPLICATIONS WERE REPORTED.

Event description:
It was reported that embolization occurred. A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN Access System (WAS) and a 24mm WATCHMAN FLX Pro LAA Closure Device and Delivery System (WDS) were selected for use. The WDS was placed in the LAA, and position, anchor, size and seal (PASS) were being assessed. Transesophageal Echocardiography (TEE) imaging was used for guidance, but it was noted there was not a good 135-degree view. The physician released the closure device anyway. The device immediately embolized out of the appendage. Fluoroscopy of the chest was completed to find the device location. A non-BSC sheath was inserted into the right femoral artery, and the device was retrieved from the abdominal aorta. The physician wanted to go to the left side and place another WDS, but the patient blood pressure dropped, and the TEE showed impingement on the LA. The procedure was discontinued. The patient did experience some discomfort, but no other complications were reported.It was further reported that the position of the device looked a bit proximal and very low compression. Contrast was not used to evaluate the device seal or position. The patient declined after device retrieval and passed away a few hours later. There was observed clotting in the pleural space and the anesthesiologists suspect dissection of the aorta. The official cause of death was not provided.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.B2: Outcomes Attrib to Adv Event - Added death .B5: Describe Event or Problem - Updated.H6: Patient Codes - Added .H6: Impact Codes - Added.